Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had solution inside the housing and a leak was noted from the blue cap. This was observed prior to patient use. The device was filled with piperacillin/tazobactam. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from june 14, 2019 - june 17, 2019. H10: the device evaluation was completed. The actual device was received containing approximately 100 ml of fluid in the bladder. A visual inspection was performed using the naked eye which found droplets of liquid located on the interior wall of the housing which indicated possible condensation. The blue winged cap was observed to be securely tightened without evidence of a leak. Functional testing was performed by filling the device with green colored water. The sample was monitored until the next day. The next day, no evidence of leak was observed either inside the housing or at the blue winged cap. Based on the evaluation finding, the device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.